Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011. It is unknown if the patient will be reimplanted as of the date of this report. (B)(4).

Event description:
Per the clinic, the patient developed an infection which resulted in hospitalization and treatment with antibiotics (type not reported). The infection is now resolved and the implanted device remains.